Event description:
The customer noticed their calcium gen.2 results were low so they reran controls which were also low. The customer then recalibrated, but the recovery did not change. They then replaced the reagent with another cassette of the same lot number and the recovery did improve. Results for two patient samples were provided as examples. Of the data, only the results for one patient were discrepant. The initial result from an aliquot was 7.6 mg/dl and the repeat result from the primary sample tube was 9.4 mg/dl. The initial result was reported outside the laboratory. The repeat result was believed to be correct. One patient was given calcium, but the customer did not know which patient. The customer did not have any additional information to determine if there was any adverse event. The customer cannot say what lot of reagent was onboard the analyzer at the time of the event as they have two lots in stock. Only one reagent lot number of 60942901 with an expiration date of 04/30/2016 was provided. The customer stated she discussed the issue with the field service representative and they believe this may be related to maintenance that was performed over the weekend. The field service representative could not find a cause. He verified proper performance with instrument checks which passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Review of the provided calibration data indicated the calibration performed on (B)(6) 2015 had a lower factor than the other calibrations. This would have resulted in the lower results obtained on the day of the event. The most probable cause of the event was the handling of the calibrator material by the operator which compromised or evaporated the material.